Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they wanted to turn their stimulation up again and wanted to make sure they did it right. Agent walked patient through how to connect with implant and handset to increase stimulation. Patient was able to enter therapy app and saw that they were at 1.6 ma. Patient said this was wrong and said they had been on 4.9 ma. Agent reviewed that therapy will come on screen at the level it was currently last set at but patient still said the stimulation setting was "wrong". During call patient increased stimulation to 2.1 ma and felt stimulation comfortably. Patient was able to successfully increase stimulation to a comfortable level. The troubleshooting steps that were taken on the call resolved the issue.